Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 2k8004 - resus, adlt w/mask, resv bag, 6/cs did not inflate while the patient was coding. The nurse pulled another bag, and it also wouldn't inflate. A second and third bag were pulled, and they also did not inflate. Finally, the fourth bag inflated. The patient's impact or harm is currently unknown.

Manufacturer narrative:
Based on the investigation and since the customer sent two opened physical samples of the fg part number 2k8004, the lot number is unknown for the investigation. The physical samples were functionally inspected by quality personnel from the assembly area in accordance with pqas 2k8000 etal, performing a leak test, an air flow and solvent effectiveness test, a pull test, an inhalation test, and an exhalation test, finding the physical samples acceptable in all the tests performed, thereby not confirming the reported defect. Additionally, quality personnel from the incoming area performed a leak test in accordance with rmqas 65-4794a etal pvc bags to component adult reservoir bag part number 65-4794a, finding physical samples acceptable. In addition, the device history record of the fg part number 2k8004 with lot number 0004258319 was reviewed, and no issues were found during its manufacturing. Additionally, pfmea-08b-007 was reviewed, but since the reported defect was not confirmed, we could not associate it with an existing failure mode. Based on the above, the root cause was not established.